Event description:
It was reported there was high lead impedance (greater than 2000 ohms). The lead was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Implantable tachy lead it was reported there was high lead impedance (greater than 2000 ohms). The lead was replaced. There were no reported patient complications as a result of this event. No conclusion can be drawn impedance, high.